Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. The final firing of the gastric pouch misfired. The staples did not form and the knife blade cut through the tissue. The surgeon fired another cartridge excising more tissue and ultimately making a smaller pouch. He then proceeded to over sew the staple line and tested it with meth blue. The pouch passed the test.